Event description:
The customer reported the ac power led indicator is not glowing, and the device is not charging the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power led indicator is not glowing, and the device is not charging the battery. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The ac power supply was replaced to resolve the reported issue.